Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was plugged into a ups battery backup that was not working properly. A field service engineer had unplugged from the ups and connected it to a surge-protected outlet. After this change, the device and all drawers recovered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.